Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported power issue. Physio replaced the power pcb and main keypad assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed parts were further evaluated in the failure analysis center. The likely cause of the reported issue was determined to be that the inner metal star dome of the on button was worn; however the keypad did function normal during testing.

Event description:
The customer reported that their device would no longer power on. This was discovered at a shift check and there was no patient use associated.